Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level, on unknown date, and with blood glucose level of 400 mg/dl. Customer had symptom like vomiting. Customer was treated with intravenous fluids and drips. Customer also reported that the cannula was bent when she removed it. Customer had declined troubleshooting. The device will not be returned for analysis.